Event description:
A pt had a capillary blood sample taken from their finger by a physician on the 5th of november 1999. The physician apparently used an owen mumford unilet gp lancet to pierce finger. The lancet was then discarded. Three days later on the 8th november 1999, the pt returned with their "entire hand swollen". The pt was then sent to the e.r. Where x-rays were taken. A small metal object was identified and subsequently removed. The pt is reported as doing well.